Event description:
It was reported that during endoscopic retrograde cholangiopancreatography (ercp) procedure, when the videoscope was removed from patient, it was noticed that the distal cap was no longer attached to the videoscope. The cap was recovered with a second videoscope and roth net retrieval device. It was noted that thin section of the cap was split. The procedure was completed with a similar device. There were no further reports of patient harm. The reports of the following patient identifiers are linked: (B)(6).

Event description:
No additional information was received from the customer. This supplemental report is being submitted to provide correction. Corrected field: d4 - primary UDI number - was inadvertently marked as (B)(4) instead of ni.